Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed. Firmware initiated a power on reset (por) with no reason code on (B)(6) 2010. Analysis of data collected from the device showed a power on reset with firmware initiated a por with no reason code on (B)(6) 2010.

Event description:
It was reported that at implant it was noted that the defibrillator device experienced a power on reset while in the box. After interrogating the device in the pocket, it was noted that the device had reset. Upon full interrogation it was noted the device had discharged seven times in the box. It was also noted that the device could not connect with the programmer through wireless telemetry. The device was not implanted and a new device was used. No patient complications were reported as a result of this event.